Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This complaint was not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: femoral component: item 00599401492 lot unknown; art surface: item 00599403012 lot unknown; patella: item 00597206532 lot unknown; cement: item 4732501165 lot 211bal1910. Foreign (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a retrospective study of the nexgen ap wedge tibial prosthesis that one of the patients underwent a revision due to prosthesis loosening. The surgeon listed the event as not related to the instrument, uncertainly related to the device and uncertainly related to the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported patient underwent a revision procedure approximately two years post implantation due to pain and prosthesis loosening. Attempts have been made and no further information has been provided.